Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-25147 and 1627487-2013-25148. It was reported the pt's cervical scs system was explanted due to the system not working and sebaceous cysts (infection) around the cervical scs system extension site. The infection was resolved with IV antibiotics.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.